Event description:
Reportedly, the pump was set to run and appeared to be running (lights were on and it sounded like it was running), but never started due to occlusion. The pump did not alarm. About an hour after it was set to run, it was noticed that the tubing was sucked flat. There was no pt injury. No pt info was available. The date of occurrence was not known, but was reported as being most likely a few weeks prior to the info being reported to b. Braun.

Manufacturer narrative:
The device evaluation results will be submitted when the evaluation is complete.